Event description:
It was reported that the patient called stating they were currently in the hospital and that doctors were trying to determine if they had an infection. The patient speculated whether it was related to their leads. It was further reported that the patient inquired about their records and expressed "they could never get the leads right". The patient again discussed an infection and stated it was believed to be due to their cardiac resynchronization therapy pacemaker (crt-p) and leads. The crt-p system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1tr02 crt-p implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.